Manufacturer narrative:
Citation: yoon sh. Transcatheter aortic valve replacement with early- and new-generation devices in bicuspid aortic valve stenosis. J am coll cardiol. 2016 sep 13;68(11):1195-1205. Doi: 10.1016/j.jacc.2016.06.041. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement in bicuspid aortic valve stenosis. All data were collected from multiple centers between 2005 and 2015. The study population included 301 patients (predominantly male; mean age 77 years), 112 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: oversizing, conversion to surgery, coronary obstruction, second valve implant, moderate to severe paravalvular leak (pvl), permanent pacemaker implant, mean gradient greater than 20 mmhg, stroke, major bleeding and vascular complication. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between some of the observed adverse events and medtronic product. No additional adverse patient effects were reported.